Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user reports using the product for four years prior to developing rash. Wafer is worn 2-4 days at a time. End user was seen by a dermatologist on (B)(6) 2014 and prescribed desonide cream to apply to the peristomal skin affected. It was stated "it has improved and the rash is almost gone." It was further reported the end user cuts away the tape collar as he does not wish to try a tape less wafer. Discussed sampling moldable hydrocolloid wafer to try. End user will follow up with the dermatologist as needed. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. The actual date of event is unk, so the date used was the date convatec became aware.

Manufacturer narrative:
The product associated with batch 4b00913 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It is reported the end user developed a rash on the peristomal skin under 100% of the white tape collar in approximately (B)(6) 2014. Nurse reports rash as possible reaction to the tape collar but did not have a diagnosis of this.